Manufacturer narrative:
Additional information provided in section d.4, d.9, h.4 and h.3. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the ophthalmic knives were blunt during cataract surgery. The surgery was completed on the same day. No patient impact was reported.

Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. 18 unopened 1.2mm angled sideport knives in blisters were received for the report of blunt knives. Samples were visually inspected per sampling plan and all 13 were found to be conforming. Functional penetration testing was performed and sample 13 was found to be conforming and sample 1- 12 were found to be nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened samples 1-12 were found to be functionally nonconforming, therefore the dull blades were confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. The returned unopened sample 13 was found to be conforming, therefore dull blades as described in the complaint was not confirmed. However, since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. The unopened sample 13 was found conforming; however, because the actual complaint samples were not returned the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. A nonconformance investigation was completed to investigate the failed penetration testing for cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).